Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number 588010004, model/catalog description: balloon fgs 61-70 cm. Model number/catalog number 72400098, serial number (B)(4), batch/lot number 586216017, model/catalog description: control pump fgs.

Event description:
It was reported that previous artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 4.5 cm cuff, balloon, and pump were implanted.